Event description:
Complainant alleged that while attempting cardoversion on a pt (age & gender unk) the device displayed a "bridge test failed" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.